Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01790.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through another manufacturer¿s microcatheter, the physician experienced resistance and the ruby coil would not advance. Therefore, the ruby coil was removed. The physician then attempted to advance a new ruby coil through the same microcatheter; however, resistance was encountered again and the ruby coil would not advance. Therefore, it was removed. The procedure was then completed using another manufacturer¿s coils and the same microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil. The embolization coil was intact with its pusher assembly. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the first evaluated ruby coil revealed that the ruby coil was functional. During the functional analysis, the ruby coil was advanced through a demonstration microcatheter and out of the distal tip without an issue. The outer diameter (od) of the embolization coil was measured and found to be within specification. Evaluation of the second ruby coil revealed that the embolization coil¿s stretch resistant (sr) wire was fractured. This type of damage likely occurred due to forceful retraction against resistance. Fracture of the sr wire will allow the embolization coil to detach from the pusher assembly. Further evaluation of the second ruby coil revealed that the pusher assembly was kinked in multiple locations. This type of damage likely occurred from forceful manipulation against resistance during use. Evaluation of the non-penumbra microcatheter revealed that the catheter was ovalized. The ovalization in the non-penumbra microcatheter likely contributed to the resistance that was experienced during the procedure while using both ruby coils. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.